Event description:
A dr reported that the customer was hospitalized for low bgs. It was informed that the customer had seizure due to hypoglycemia. Troubleshooting was performed. The lead screw test passed. Instructed the contact to disconnect the pump and revert to back up plan for manual injections. A replacement pump was requested.